Event description:
After FDA medwatch emailed (B)(6) 2012, about verathon gvl blades, our organization reviewed all glidescope blades and discovered that although we do not have those serial numbers listed in the recall, several of our glidescope blades appeared cracked and grooved at the tip. We have notified the MFR but are submitting this in addition to ensure timely FDA notification. Weakness/imperfections noted near blade tips.